Event description:
It was reported by the physician, to the sales representative, that during a fess (functional endoscopic sinus surgery) with irrigation surgery, while using the hydrodebrider, saline was sprayed through the patients orbit (eye socket). Sales rep stated that the patient outcome was good and that the doctor does not believe the device caused this event to occur.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The doctor used the hyrodebrider and blew up the eye/orbit with saline. He didn¿t believe that the hydrodebrider caused the crack in the lamina propecia which is what allowed the saline to be sprayed into the eye/orbit.

Manufacturer narrative:
Dob (B)(6) 1999. Device info: 06/20/2014. Date of manufacture: 03/27/2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.